Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to possible infection. The patient mentioned that the wound came open and there was potential contamination. There were no additional adverse patient effects reported. The ra lead remains in service.